Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced bleeding from the airway. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was used. After the first ablation application post-transseptal puncture at the left superior pulmonary vein (lspv) bleeding from the patient's airway was observed. The procedure had to be performed while suctioning through the side port of the non-boston scientific supraglottic airway device but was able to be completed. The patient recovered from the bleeding after the procedure.